Event description:
On (B)(6) 2008, the pt reported experiencing occlusion (e4) errors during basal and bolus delivery and during priming. She stated that this has been an ongoing issue since she received this shipment of infusion sets in (B)(6) 2008. The pt changes her infusion site every 3 days, but must change it more often due to occlusions. She stated that she changed the infusion site and tubing on (B)(6) 2008 and at 1:00 am on (B)(6) 2008, she received another e4 error. She changed the insulin cartridge, adapter, infusion site, and tubing and experienced another e4 just prior to the report. To troubleshoot, the pt was instructed to remove the infusion tubing and prime through the adapter. She was able to do so without error. She attached a new infusion tubing and was able to prime without error. She then reconnected to the infusion site and bolused 4 units of insulin without error. Her blood glucose was elevated to 183 mg/dl. Her normal blood glucose level at that time of day is 60-90 mg/dl. Upon follow up on (B)(6) 2008, the pt stated that she had no further issues since changing the tubing. See scanned page.